Event description:
The customer's daughter-in-law called adc customer service and reported the customer needed training on how to calibrate his blood glucose meter. It was additionally reported the customer experienced symptoms of fatigue, thirst and loss of consciousness as a result of being unable to test his blood glucose due to the calibration issue. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer's daughter-in-law reported the customer drank water to alleviate his symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
During the troubleshooting survey, adc customer service provided training to the customer's daughter-in-law on how to calibrate the device. No further investigation is required. There is no indication of a product malfunction. This is the final report.